Manufacturer narrative:
Device evaluated by manufacturer, h6: evaluation and conclusion codes: device evaluation: one device was returned for investigation. Upon visual inspection a cracked tank cover, worn line cord, worn front cover, and outdated printed circuit board (pcb) and power switch were noted. Functional testing was performed and the complaint was confirmed when the device wasn't going high enough in temperature or alarming when it should if the temp was raised enough. It was determined the device was out of calibration. A manufacturing device history report (DHR) review was not performed because the device is beyond a year from its manufacture date of 2013 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
Device evaluation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI#: unknown.

Event description:
It was reported the device was not temping correctly. No patient injury was reported.